Event description:
A customer reported a system message displayed and the system locked during a procedure. The case was canceled. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the w6 and w9 cables. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaint for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).